Event description:
This is filed to report the clip opening during establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet. When the right femoral vein was punctured, the guidewire strayed into the side branch and caused a perforation in the vein. It was decided to change the approach to the left femoral vein, but the steerable guide catheter (sgc) did not pass due to tortuosity. Another approach was made through the right femoral vein, but the sgc was kinked and could not proceed. The sgc was replaced with a new one. Although there was some resistance, the sgc was advanced to the left atrium. An xtw clip was advanced to a2/p2 central. The clip opened to 30 degrees during establishing final arm angle (efaa), and mr worsened. The clip was removed, and another clip was implanted a2/p2 central with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).